Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio replaced the device's main keypad as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that all buttons other than power button were not responding. In this state the device charge and shock buttons would not be responding and the device would not be able to deliver defibrillation therapy if needed.there was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio performed an initial evaluation of the device, and was unable to confirm the reported issue. Physio-control continues to investigate the reported issue, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that all buttons other than power button were not responding. In this state the device charge and shock buttons would not be responding, and the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.